Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the upper and lower triggers were ¿snagging¿. It was further observed that the device had rust stains (corrosion/rusting/pitting), made strange and unexpected noises, experienced vibration, and had lack of output (insufficient/low power). It was further determined that the device failed pretest for general condition, check for sticky triggers and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d9: the date device returned to manufacturer was documented as 03/09/2022 in the previous report. This has been corrected to 03/03/2022. H6: it was erroneously reported in the previous medwatch report that during repair, it was determined that the device had vibration, and noise (unexpected). Upon further investigation, it was determined that these malfunctions did not occur. H6. Investigation findings and component codes have been updated accordingly.